Event description:
Customer reported on a capsule that failed to attach. When the doctor went to remove the delivery system, the capsule was found in the patient's mouth.

Manufacturer narrative:
No patient injury has occurred following this incident.